Event description:
This complaint is not reportable based on analysis completed on 09/17/2009. It was reported that during receipt of the product, packaging damage was noted. The eql/33/7/2/100 balloon arrived with the outer package damaged. The problem was noticed during the inspection of the received product. There was no pt involvement. Device analysis revealed a compromised outer seal.

Manufacturer narrative:
Visual examination revealed that the package was damaged in 2 areas on one side of the outer pouch. The side is part of the vendor pouch seal. The seal transfer in the opened areas was light, indicating that the seal present was insufficient. A heavier seal transfer can be seen when uncompromised areas of the packaging are opened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification is considered supplier manufacture. (B)(4).